Manufacturer narrative:
Investigation summary: no product returned. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had a difficult anatomy preventing successful delivery of impella.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An 88-year-old female patient was scheduled to undergo high-risk percutaneous coronary intervention with planned hemodynamic support using an impella cp device. During the procedure, access via the femoral artery was attempted; however, due to the patient¿s complex vascular anatomy, the procedure was aborted before device insertion. No patient symptoms, hemodynamic compromise, or adverse clinical consequences were observed. The only procedural impact was a potential delay in treatment. The inability to place the impella cp device is most plausibly related to the patient¿s pre-existing vascular anatomy. Elderly patients frequently present with small-caliber, tortuous, or calcified iliofemoral vessels, which can impede the safe insertion and advancement of large-bore catheters. Based on the available evidence, the event is attributable to anatomical limitations of the patient¿s femoral vasculature rather than a device malfunction. The impella cp did not cause or contribute to patient harm, and the decision to abort placement was an appropriate procedural precaution due to patients anatomy. No device-related safety issue has been identified.